Manufacturer narrative:
The power cord, 110v that was involved in the event was shipped to the service center for product evaluation. However, after a careful search in the service center the power cord was not able to be located. The power cord did not have identifying marks and; therefore, could not be positively identified. Unfortunately, a product evaluation could not be performed. The device service history record review could not be completed as the serial number is unknown. It should be noted that the clearsight pump unit involved in this event was found to have no product malfunction noted in the product evaluation. The reported event could not be replicated.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon return of the product for evaluation a supplemental report will be submitted with the evaluation findings. Please reference the MDR submission for the clearsight pump unit 2015691-2017-02284.

Event description:
It was reported that there were sparks seen at the ev1000ni pump unit power cord connection. The edwards representative was providing an in-service training and education demonstration to the hospital staff when the event occurred. He was checking the loose connection on the pump unit and was re-plugging it back in when he observed the sparks. There was no liquid spilled or involved. There was no harm or injury to hospital personnel or edwards personnel. There was no patient involvement.